Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the light bulb in the lamp needed to be replaced.

Manufacturer narrative:
The customer reported that the system needed the light bulb replaced. The company service representative examined the system but was unable to replicate any issue related to the reported event. The xenon lamp was reseated as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on october 10, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).